Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporters phone number provided: (B)(6). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The received pictures show that the connection of the nail is badly damaged, therefore the complaint will be rated as confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a revision surgery was performed due to a femoral distal diaphyseal spiral fractures using a trochanteric femoral nail advanced (tfna) long system. Initially, the patient had an open reduction internal fixation (orif) using tfna extra short system for a femoral trochanteric fracture on an unknown date. During the procedure, after removal of an unknown end cap, the surgeon tried to attach the nail extractor to the tfna nail in question. However, the surgeon was not able to do it due to an ingrown tissue around the connecting part of the nail. Thus, the surgeon had to remove an ingrown tissue using an unknown luer rongeur forceps and an unknown bone chisel. Then, the surgeon re-tried to attach an extractor to the tfna nail, yet, it was unsuccessful. Eventually, after removal of an unknown blade, the surgeon hooked the end of the nail with the guide wire with hook, then pulled the nail. This time, the nail was successfully removed. There was a forty (40) minutes surgical delay reported. There was no adverse consequence to the patient. Surgical outcome was unknown. When the removed nail was checked, it was found out that the connection part at the proximal end of the nail had been bent inward. It was supposed that the extractor could not be attached to the nail due to this condition. The surgeon commented that he might have bent the affected part while he was removing the ingrown tissue.  Concomitant medical products reported:  unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown forceps (part # unknown, lot # unknown, quantity 1), unknown bone chisel (part # unknown, lot # unknown, quantity 1), guide wire with hook (part # 356.717, lot # unknown, quantity 1), unknown tfna helical blade (part # unknown, lot # unknown, quantity 1). (B)(4) will capture the intra-op events, where a tfna nail and an extraction instrument for nail cannot be attach together during a procedure, and (B)(4) will capture the post-op events, where the entire tfna extra short system was involved. This complaint involves two (2) devices. This report is for one (1) nail extractor. This report is 2 of 2 for (B)(4).